Event description:
The customer experienced a malfunction alarm. Customer¿s blood glucose level during the event rose to above 20 mmol/l. The customer addressed the issue by administering a correction bolus via the pump after resetting it. There was no injury reported, and the malfunction did not require third-party assistance. The customer was advised by technical support to continue using the pump and to report back if the malfunction code reoccurred.